Manufacturer narrative:
Per the instructions for use (IFU), access site complications/cardiovascular injury, including perforation of the ventricle or myocardium, bleeding, and injury at the site of ventricular access that may require repair are potential complications associated with the transapical tavr procedure. Per literature review, risk factors for apical laceration and bleeding include friable tissue, fatty apex, chronic steroid use, dilated lv with thinned walls, and hypertension during removal of the sheath. While patient characteristics are important, achieving good hemostatic control of the lv apex is one of the most critical steps in ensuring the success of the transapical procedure, particularly in the elderly with friable tissue. Additional literature review confirms there is a higher incidence of apical bleeding in female patients and patients over (B)(6) years old. This information correlates with review of complaint history, revealing that the majority of apical bleeding complications appear to be related to surgical technique and/or diseased ventricles during the insertion or removal of the sheath. The thv training manuals note that removal of the sheath and attempted closure of the apical incision may be associated with blood loss. Rapid burst pacing can be used to lower the systemic blood pressure during sheath removal and apical closure. The thv training manuals also recommend the physician consider performing the procedure under full cpb support for certain patients, including those with cardiogenic shock (cardiac index < 2 l/min per square meter) despite volume challenge and inotropic support, profound lv, rv, or biventricular dysfunction, and notably friable apex. In this case, the exact cause of the bleeding is unknown. However, the prolonged CPR along with the patient¿s female gender could have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Two hours post transapical aortic valve placement, the closure site was found to be bleeding and the patient could not be rescued. Two hours post tavr, the patient became hypotensive and CPR was initiated. Upon cutdown for cpb, it was observed that the patient was bleeding from both right and left femoral venous puncture. Blood was also seen in the peritoneal space. Blood transfusions were started and the patient placed on cpb. Echo revealed normal heart function, no pericardial effusion, and the valve was working properly. The patient was unable to be weaned from cpb and further evaluation revealed a pericardial effusion. The patient¿s chest incision was opened to evaluate the apical closure. The closure site was found to be bleeding with clots in the pericardial sac. The bleeding was unable to be stopped and the patient could not be rescued. The surgeon concluded a vascular complication caused the hemorrhage and prolonged CPR caused sutures of apical closure to tear through. This patient had moderate native leaflet calcification, and moderate aortic root calcification.